Event description:
Complainant alleged that while monitoring a patient the device prompted a "no energy delivered" or "no shock delivered" message when no energy was selected to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.